Manufacturer narrative:
(B)(4).

Event description:
It was reported that a ventilator stopped cycling. There was no patient involvement.

Manufacturer narrative:
(B)(4). Additional information was received. It was reported that the customer was running the ventilator on battery and further investigation found that the power cord was defective. The power cord was replaced. The power cord was not returned for evaluation.